Manufacturer narrative:
Block d4 & h4: correction received on (B)(6) 2026: lot number (from "0303554897" to "0303597078"), serial number (from (B)(6) to (B)(6), expiration date (from "21-dec-2028" to "03-oct-2028", unique identifier (from (B)(4) to (B)(4), and device manufacture date (from "21-aug-2025" to "03-oct-2025"). Blocks d9 & h3: the omniwire was returned on (B)(6) 2026 and evaluated on (B)(6) 2026. Block h3: the omniwire was returned intact to a non-philips balloon and could not be removed. Visual inspection found no unusual characteristics of the omniwire. Block h6: the probable cause of the reported failure is damage during handling/use as evidenced by the balloon stuck on the wire. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure. During use, a non-philips balloon was advanced over the wire. The balloon was inflated/deflated but when it was being removed, it got stuck on the wire; therefore, was removed as a unit. A new wire was used to complete the procedure. No patient injury reported. This product problem is being submitted because the omniwire and balloon were removed as a system. There is potential for harm if it were to recur.